Event description:
A end-user called for assistance checking the results as displayed in the device. After phone trouble-shooting it was discovered that the device's display was not properly showing the digits for the test results. The device was replaced and the defective one returned for investigation.